Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the customer had a blood glucose (bg) level of 47 mg/dl and glucose tablets were consumed to address the low bg. The customer stated that due to running 25 miles over the past 48 hours may have increased the insulin sensitivity and could have contributed to the low bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.